Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw0424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had another instance where the wire in the PICC kit was bent. Yesterday, nurse was preparing her tray and noted that the wire was bent, significantly, at or near the same spot."

Event description:
It was reported "we had another instance where the wire in the PICC kit was bent. Yesterday, nurse was preparing her tray and noted that the wire was bent, significantly, at or near the same spot."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg wire is confirmed but the exact cause is unknown. One 3cg stylet t-lock assembly was returned for investigation. The stylet was observed to be intact. A kink in the polyimide tubing was present 5.2 cm from the distal end. A kink in the polyimide tubing was present 5.2 cm from the distal end. Microscopic observation revealed the kink to be located prior to the proximal internal magnet. The polyimide tubing was cut near the kink area in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include advancement against resistance and damage during storage or handling. A kink was observed on the retuned device; however, the exact source of the damage could not be determined. A lot history review (lhr) of redw0424 showed no other similar product complaint(s) from this lot number.